Event description:
General report received of an unspecified number of undocumented incidents of inaccurate delivery. The tubing sets were being used to deliver unspecified amounts of normal saline and unspecified medications. The cair clamps were being used to regulate the flow. After unspecified lengths of time in use, the customer contact reported difficulty regulating flows and reported "more than one patient receiving incorrect doses of IV fluid. Either too little or too much." There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated october 9, 2007.